Event description:
Customer reported that he received multiple no delivery alarms, which were a recurring issue with the insulin pump. Customer stated the insulin pump would work fine during basal rate insulin delivery, but would act up during bolus delivery. Troubleshooting was declined. Customer's blood glucose was 240 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.